Event description:
Procedure: gynecology. According to the rptr: used to close the perineal region after delivery. During procedure, the needle broke at the swage and the broken needle was left in the pt body. The pt was taken to (B)(6) hospital, and the broken needle was retrieved. There was oozing. Tissue damage: unk. Operating room time was extended by more than 30 mins. The pt has returned to the maternity clinic and has no problem with her condition.

Manufacturer narrative:
(B)(4).